Event description:
A radiology tech reported that a biopsy site marker was being used during a breast biopsy procedure. Upon removal of the applicator, the m.d. Noted that the tip had sheared off. Assuming that the tip had been left in the breast, the m.d. Used suction through the biopsy probe and was able to pull out some pieces. No surgery is planned to remove any remaining pieces of the tip. There was no patient adverse effect.